Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported difficulties and subsequent treatment to remove the separated balloon is related to circumstances of the procedure. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that 7.0x40 armada 35 balloon dilatation catheter (bdc) was inflated to the rated burst pressure in the heavily calcified distal aorta when the bdc ruptured and separated in the anatomy. The user suspected the cause of the rupture was the calcified anatomy. The separated segment was successfully retrieved percutaneously with a retrieval device. Another high pressure bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.